Manufacturer narrative:
Initial reporter occupation was not provided.

Event description:
It was reported that axial images from a lumbar exam had incorrect annotations on a sigma 1.5 echo mr scanner. No patient injury was reported from this incident. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.